Event description:
It was reported that, within one week post implant, the patient experienced bradycardia. It was also reported that the right ventricular (rv) lead exhibited high thresholds and potential loss of capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.